Manufacturer narrative:
Investigation summary: bd received 3 samples and 2 photos for investigation. The samples and photos were reviewed and gel air bubbles were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode gel airbubbles-before use. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® sst¿ blood collection tubes, there were bubbles in the gel separation barrier of three (3) tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® sst¿ blood collection tubes, there were bubbles in the gel separation barrier of three (3) tubes. No adverse impact was reported regarding the patient or user.